Event description:
A malfunction occurred with the customer¿s pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. It was determined that the customer could continue using the pump, with instructions to contact technical support if the malfunction code reappeared.